Event description:
It was reported that during the implant procedure, the guidewire unable to advance in the left ventricular (lv) lead and it perforated out of the lv lead. The lv lead was replaced and the procedure continued with new lead on (B)(6) 2025. No patient consequences was reported.